Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.

Event description:
Laparoscopy - "during introduction of a clip inside the trocar a piece of the valve seal for broken and fell inside the pt. The piece was removed successfully."